Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to recharge her scs ipg. As a result, surgical intervention was undertaken on (B)(6) wherein the device was explanted and replaced with an updated model. Which resolved the issue.